Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel which was oversensed and resulted in eight inappropriate shocks and twenty-five diverts. The patient does not require pacing therapy and no inhibition of pacing therapy was noted. Pacing impedance has increased from 1014 ohms to greater than 2000 ohms. A lead fracture is suspected. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.